Event description:
There was no patient in this event. The device malfunctioned due to battery ¿fails¿ and being left in fail mode. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed test on (B)(6) 2008. The device was left in fail mode until (B)(6) 2009. The device was being stored outside and was not properly protected from the elements. Some of the device fails happen when the recorded temperature is sub zero. The problem with the device was attributed to the fact the pad device was being stored in a location where it was not protected from adverse environmental conditions. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.